Event description:
On (B)(6) 2012 the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 at 1:47pm. The patient reported blood glucose readings of "268, 169, and 134 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl. As part of the patient's diabetes regimen, the patient's daughter claimed the patient is on novolog, nph, and humalog insulin. Due to the alleged issue, the patient's daughter indicated the patient increased his dose of novolog to 2 units more and 23 units of nph and humalog. The patient's daughter claimed 4 days after the alleged issue began, the patient was feeling lethargic, tired, weak, and developed blurred vision. In response to the symptoms, the patient's daughter indicated the patient was given food/drink by a non-health care professional (hcp). According to the patient's daughter, no other blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition, an approved sample site was used, and the subject meter's unit of measure was set correctly. The patient's daughter was able to perform a quality control solution test; which resulted falling within the acceptable range on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims the patient obtained inaccurate erratic readings on the subject meter, administered treatment of insulin based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.